Manufacturer narrative:
The reported product is an unknown gem flow coupler device. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the percentage of patients that experienced blood vessel damage caused by a gem flow coupler device was 6-10%. The physician reported ¿it caused damage affecting blood flow at a poor outcome¿ (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.